Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the analog pcb assembly. Further component cause could not be determined. The customer received a replacement device.

Event description:
The customer reported to physio-control that their device was delivering low defibrillation energy and the device did not detect the presence of the charge-pak. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control found partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.